Event description:
It was reported that this patient on peritoneal dialysis (pd) had an infection. During additional follow-up, the pd nurse stated that on (B)(6) 2021 the patient was hospitalized for peritonitis. Per the nurse, the patient¿s pd culture (obtained in the hospital; date unknown) grew gastrointestinal flora escherichia coli (e. Coli) and klebsiella. The patient remained hospitalized at the time follow-up was completed and was reportedly receiving intra-peritoneal (ip) antibiotic therapy. No further details about the hospitalization are known. The nurse indicated the peritonitis is not related to any issues with a fresenius device, or product. The nurse reported the peritonitis was caused by concomitant bowel obstruction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organisms klebsiella and e.coli which are found in the intestinal tract of humans. Based on the reported information, the peritonitis can be reasonably attributed to a bowel obstruction, as reported by the pd nurse.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) had an infection. During additional follow-up, the pd nurse stated that on (B)(6) 2021 the patient was hospitalized for peritonitis. Per the nurse, the patient¿s pd culture (obtained in the hospital; date unknown) grew gastrointestinal flora escherichia coli (e. Coli) and klebsiella. The patient remained hospitalized at the time follow-up was completed and was reportedly receiving intra-peritoneal (ip) antibiotic therapy. No further details about the hospitalization are known. The nurse indicated the peritonitis is not related to any issues with a fresenius device, or product. The nurse reported the peritonitis was caused by concomitant bowel obstruction.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the event reported in MFR 2937457-2021-02264 was related to a bowel obstruction, and is not a reportable event related to fmcrtg products. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 2937457-2021-02264.

Event description:
It was reported that this patient on peritoneal dialysis (pd) had an infection. During additional follow-up, the pd nurse stated that on (B)(6) 2021 the patient was hospitalized for peritonitis. Per the nurse, the patient¿s pd culture (obtained in the hospital; date unknown) grew gastrointestinal flora escherichia coli (e. Coli) and klebsiella. The patient remained hospitalized at the time follow-up was completed and was reportedly receiving intra-peritoneal (ip) antibiotic therapy. No further details about the hospitalization are known. The nurse indicated the peritonitis is not related to any issues with a fresenius device, or product. The nurse reported the peritonitis was caused by concomitant bowel obstruction.